Event description:
Patient reported the needle of the infusion set of the infusion device broke off and stuck in the fat (adipose) tissue of his abdomen. Patient stated there was a similar issue where the needle broke and stuck at the infusion site but he did not report it. No further information. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of alleged infusion set for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product by the customer. The performed rem analysis showed that the material was broken by repeated bending stress and was assessed as a fatigue break. The manufacturer performed a bending test according to en iso 9626-10 and the cannula passed the test. No deviation of the material was found, and the review of the batch documentation did not show any deviations related to the complaint.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.